Event description:
It was reported that the bd nano¿ 2nd gen pen needle damaged. Reporte 1 of 2. The following was received from the initial reporter: pen needle gets stuck and deformed. The needle that is inserted into the septum of the pen gets bent. Because of this, the correct amount of insulin is not being administered properly through the pen. Insulin does not travel through the pen needle from the pen correctly, resulting in varied dosages for the patient.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1. The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle damaged. Report 1 of 2. The following was received from the initial reporter: pen needle gets stuck and deformed. The needle that is inserted into the septum of the pen gets bent. Because of this, the correct amount of insulin is not being administered properly through the pen. Insulin does not travel through the pen needle from the pen correctly, resulting in varied dosages for the patient.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.